Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the illuminator bulb needs to be replaced. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The lamp was replaced as a preventive measure. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause could not be determined conclusively.

Event description:
Additional information was received indicating that a system message was displayed but the illuminator worked as intended. It had no impact on patients or procedures and they used the upper illuminator. All surgeries completed as scheduled.